Event description:
It was reported that a malfunction alarm with code malf 12 occurred, and this was not the first time the issue had been noted. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for a replacement pump to be sent, as the device was still under warranty. The customer understood instructions on how to store and return the faulty pump and will use multiple daily injections (mdi) to ensure uninterrupted insulin delivery in the meantime.